Event description:
Boston scientific received information that the right ventricular (rv) lead did not deliver required pacing therapy due to microdislodgement. Additional information obtained from a local field representative indicated that total loss of rv capture was observed. However, the left ventricular (lv) lead continued to pace so no asystole was noted. It was further reported that the lead position looked good on an x-ray. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.